Event description:
Per sales rep, the doctor was doing a bronchoscopy on a pt and took four biopsies with forceps. On the fifth and last biopsy the pt bled and expired. The physician does not think it is related to the product. An autopsy was performed.